Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, an intermittent audio output and a hypoglycemic event was reported. Date of issue is an approximation. The patient stated that at approximately 3:00pm, his wife found him incoherent and non-responsive. It was indicated that his blood glucose (bg) level was approximately 45-50mg/dl and the dexcom receiver had not alerted him. The patient was administered a glucagon shot and the paramedics were called. When they arrived, the paramedics confirmed the patient's bg to be in the 45-50mg/dl range and administered the patient with an additional glucagon shot on the way to the hospital. The patient was admitted to the hospital for the day and was released the next day. Treatment at the hospital is unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.